Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day) and fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that they were getting a "flow rate error" when reading the pump for the last few refills. The healthcare provider (hcp) stated that she only had part of the printout and was unable to provide an error number or further description. She had volume discrepancies for refills going back to june, then also august and october. She stated for the last refill they expected 3.5 ml and got 7 ml and calculated it as a 21% discrepancy. The hcp thought the pump had fentanyl and bupivacaine, but thought it potentially had morphine as well or instead of the bupivacaine. Reviewed troubleshooting options including aspirating from cap, dye study, and imaging.

Event description:
Additional information was from a consumer (con) indicated that the patient was scheduled for magnetic resonance imaging (MRI). The patient stated that last month, when they had their pump refilled, there was a volume discrepancy. The patient stated that they "were off by a percentage" and now want to do an MRI to check to see if there was an issue with the catheter. The agent reviewed MRI compatibility with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.